Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/5/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned sample. Visual analysis of the returned sample determined that it received sample received a needle and a suture piece pertaining to the product code vcp1345h. Upon visual inspection of the suture piece, the tip of the suture was noted to be damaged. Also, body fluids were noted along the suture piece. In addition, the needle was examined for visual inspection, and marks were noted on the edge of the swage area. The product code vcp345h contains absorbable suture, as the sample was received open, the time of exposure to the environment could not be determined and the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2023-03665.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2023-03665 and 2210968-2023-03666. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to continue the surgery, but the same problem happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.